Event description:
It was reported that an animal underwent a dental graft procedure on an unknown date on and suture was used. After the procedure it was noted the suture in dogs mouth, it becomes soft in one week.. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: visual analysis of the individual image submitted for evaluation determined that a box of product could be observed apparently closed with the product code j422h. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or crimping action of surgical instruments such as needle holders and forceps. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.